Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16900, 2938836-2019-16902, 2938836-2019-16903. It was reported that infection due to implant procedure was observed. Blood cultures showed positive staphylococcus aureus. The device system was explanted. Antibiotics were given. The patient was stable before, during and after the procedure.